Event description:
Reporter alleged obtaining a discrepant blood glucose result of 289 mg/dl on his compact system compared to the emergency medical technician (emt's) measurement of 111 mg/dl when testing was performed. Reporter stated she was experiencing hypoglycemic symptoms during the time of the testing and was treated with food by the emt's. Reporter indicated she was unable to self treat. No other actions were reported taken or treatment received. A request was made for the return of the suspect product and replacement product was sent.